Manufacturer narrative:
Product analysis #810002199:¿ equipment used: vis (m-78210) ¿ as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: liquid embolic residue was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. ¿ testing/analysis: the ldpe overlap was measured to be 1.51mm, which is within specification (1.0-2.5mm) ¿ conclusion: based on the device analysis and the information provided, the customer's report of "tip detachment" was confirmed, as the distal tip of the apollo catheter was found to be detached. The presence of liquid embolic residue within the apollo catheter suggests that the tip likely detached during the injection or removal process. The event was reported to have occurred prior to the procedure, and there is evidence indicating that the device was used with liquid embolic material; therefore, additional clarification on the exact sequence of events is needed. The exact cause of the tip detachment could not be determined from the available information. However, there is no evidence to suggest that the event was related to a manufacturing defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the event occurred during the procedure.

Manufacturer narrative:
H3: product analysis of 105-5096-000, lot no: b566537 as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: liquid embolic residue was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. Testing/analysis: the ldpe overlap was measured to be 1.51mm, which is within specification (1.0-2.5mm) conclusion: based on the device analysis and the information provided, the customer's report of "tip detachment" was confirmed, as the distal tip of the apollo catheter was found to be detached. The presence of liquid embolic residue within the apollo catheter suggests that the tip likely detached during the injection or removal process. The event was reported to have occurred prior to the procedure, and there is evidence indicating that the device was used with liquid embolic material; therefore, additional clarification on the exact sequence of events is needed. The exact cause of the tip detachment could not be determined from the available information. However, there is no evidence to suggest that the event was related to a manufacturing defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the microcatheter tip detached. The patient was undergoing surgery for treatment of an arteriovenous malformation. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 9mm. It was reported that the patient was treated with arteriovenous malformation glue injection using this model (105-5096-00) microcath eter. After disassembly, the surgeon used normal saline to flush and connected the drip introduction 0.08 guide wire. When preparing to introduce the 6f guide catheter, it was found that the distal end of the microcatheter had been detached. It was immediately replaced with another model of microcatheter to continue the treatment, and there was no impact on the patient. The reported device and any accessory devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include liquid embolic (b677372).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event occurred prior to the procedure. There was no resistance when the apollo was being retrieved. The apollo tip was not embedded in the onyx cast. The tip was prematurely detached.